Event description:
It was reported that approximately 55 months post implant of a bifurcated device and an infrarenal aortic extension, the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan demonstrated the patient had an endoleak and interval sac growth. The physician is going to bring the patient back in for an angiogram to help determine the type of endoleak. There is no date for secondary intervention as of yet.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based upon the clinical review, the reported type iiia endoleak could not be confirmed through clinical assessment. Although there was evidence of a non-device related type ii endoleak from the ima or lumbars at 55 months post implant. A manufacturing record review was performed, the lot met all release criteria with no issues (no related issues) or deviations that would explain the reported event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.